Event description:
Boston scientific received information that that the patient with this implantable cardioverter defibrillator (ICD) died due to natural causes while in palliative care. When the boston scientific field representative went to the mortuary to de-active the ICD, it was noted that the device had reached end of life (eol) and displayed the fault code 01. There were no allegations that the device functionality caused or contributed to this patient's death. However, the physician does feel that the ICD's battery may have depleted earlier than expected. Boston scientific technical services (ts) was contacted for technical assistance on what the fault code 01 referred to. A ts consultant discussed that this fault code is displayed after the device experiences a charge time that exceeded 45 seconds which resulted in a charge time out and the eol declaration. The ICD was explanted and will be returned for laboratory analysis.

Manufacturer narrative:
Once the device is returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. It was verified that the device was in eol with a battery voltage of 2.17 volts. Further review of the memory revealed the device recorded over 220 episodes after the patient had died, resulting in the depletion of the battery to the point of the device reverting into storage mode. In addition, this would have also contributed to the observation of the fault code for a charge time exceeding 45 seconds, as a charge could not be completed due to the depleted battery status. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that this device met all specifications during testing and experienced normal battery depletion. Declaration of eol and the fault code were recorded after the patient had died.